Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. Additional information added to the following fields: d8, d9, h3, h4, h6. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, the reported loss of image occurred due to a defective circuit (cpu) board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center presented no image. The issue occurred during maintenance. There were no reports of patient harm.